Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to moisture damage electronic assembly. The insulin pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 5.2mmol/l. The customer states the buttons were unresponsive then shut off. The customer stated that contacts on the battery cap were not missing, damaged or corroded. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not damaged, but was dropped. The customer stated that the display did return after inserting a new battery. Troubleshooting was not able to resolve the issue. The display on the insulin pump went completely blank, after trouble shooting. The device will be returned for analysis.